Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red irritation under one of the rear lifevest therapy electrodes. A wound care doctor prescribed desitin and silvadene for the irritation. During a follow-up the patient was issued a larger sized garment, and she reported that she was more comfortable.